Event description:
Hamilton medical ag received the following event description: "alarm mute button without function "

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: "alarm mute button without function ".

Manufacturer narrative:
It was detected that the keys on the interaction panel did not function properly. After replacing the interaction panel key and led board, and checking all functions of the ventilator using the service software, the device was found functional and was released by the technician. No technical issues have occurred since then.

Event description:
Hamilton medical ag received the following event description: "alarm mute button without function ".

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective key and led communications board. In consequence (correction) the defective key and led communications board was replaced. There was no patient or user harm.